Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump low blood glucose (bg) alert was not audible. Customer changed the alert settings and restarted the pump; however, the issue reoccurred. There were no issues with other pump alerts. Customer's bg was displayed on pump as "low" (value was not provided). Further information regarding the customer or event was not obtained.